Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the therapy did help for a year or two after implant, but then it stopped helping. The caller reported that in the past 3 - 4 months they have been getting a burning sensation, like someone lights it on fire, where the stimulator is located, like it burns like it is on fire and it lasts for a long time and it hurts. The caller reported that the device is moving in their body up the spine and that they can actually cup the device with their hand. Agent reviewed longevity considerations. The caller reported that they don't think the ins is depleted because of the burning sensation. The patient was redirected to their healthcare provider to further address the issue. The caller reported that they think the hcp is going to want to remove the bladder because the incontinence is so bad and has been getting worse over the past 6 months. The caller reported that they will see the hcp next week.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.